Event description:
It was reported that an ilet pump¿s screen appeared backlit but would not display or respond, and the device did not charge on a pad despite adequate battery level; force restart did not resolve the issue, consistent with an unresponsive input and a touchscreen component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior and involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.